Event description:
Additional information was received that device connection was successfully revised on (B)(6) 2016. Lead impedance well over 7000 ohms recorded prior to lead pin being reconnected to the generator reduced to around 3000 ohms post operation.

Event description:
Additional information was received from nurse that no trauma had occurred. X-rays were taken and were reported by the physician to be unremarkable. Lead revision is planned but no known surgical interventions have occurred to date.

Manufacturer narrative:
(B)(4)

Event description:
Further clarification was received that the impedance values observed were the following: (B)(6). Xrays images were sent to the manufacturer and reviewed. The placement of the generator looks normal from the images. The filter feed-through wires appeared to be intact. The lead connector pin appeared not to be fully inserted. The lead wires at the connector pin appeared to be intact. Strain relief bend and loop cannot be assessed from the images. Portions of the lead appeared to be behind the generator and could not be fully assessed. No acute angles or clear lead break were found in the parts of the lead that could be assessed. Based on the x-rays images, the lead pin not fully inserted into the generator connector block is the likely cause of the high impedance. Additional information was received that patient was seen on (B)(6) 2016 to turn off the vns system due to high impedance; once again the impedance triggered a high warning, with a value of 5789 ohms on diagnostics. All other readings were "o.k". The device has been disabled. Surgical intervention is expected but has not occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient recently implanted vns has a variable lead impedance value. At the implant (on (B)(6) 2016) , the lead impedance was 1300 ohms; which changed to 4000 ohms and to 3000 ohms, and on (B)(6) 2016 the lead impedance was high: 5300 ohms. It was reported that the patient received a chest x-ray to check the lead integrity. Review of manufacturing records confirmed all tests passed for the generator and the lead prior to distribution. Attempts for additional relevant information have been unsuccessful to date.